Manufacturer narrative:
During the eval of the device at the third party service center, the device's power management board and system board were replaced to address the issues.

Event description:
The MFR received info from a third party service center alleging ventilator inoperative condition occurred. The device was not in pt use.